Manufacturer narrative:
(B)(4). Recall number: 1627487-07262012-002-r ; 1627487-12192011-003-r. This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction (1627487-07262012-001-c). (B)(4).

Event description:
It was previously reported the patient's scs system was explanted on (B)(6) 2012 due to pocket heating while charging (reference MFR report#1627487-2012-10342). This report is documenting product return of the ipg and subsequent device analysis .

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.